Event description:
Philips received a complaint by the customer on the v60 indicating that technical assistance with decontaminating a ventilation device was requested, as the unit was used on a patient without filters which was found to be positive for ¿staphylococcus aureus¿. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no harm to the patient or user. Additional information has been requested. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that technical assistance with decontaminating the device was requested. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse performed a replacement of the complete ventilation circuit (gas delivery system, ports, manifolds, and blower) following the use of the v60 without filter and suspicion of contamination. The fse also successfully performed electrical function and safety tests and returned the device to service. The investigation concludes that no further action is required at this time.